Manufacturer narrative:
A ge representative evaluated the system and repaired the high voltage cable. System operates as intended. (B)(4).

Event description:
Customer reported an iris potentiometer error. No patient injury was reported.